Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m h6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - how many patients experienced the barbs cutting through the tissue? Surgeon did not state an exact number. * what is the lot number? Unknown * could you please clarify if the patient/s suffered from any signs or consequences due to the issue? Please provide more information. Unknown, other than surgeon said patients are doing fine. Date of index surgical procedure? Unknown the diagnosis and indication for the index surgical procedure? Unknown, surgeon's email stated "open ex lap closures" on what tissue was the suture used? Unknown, but surgeon is aware that symmetric is intended for fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unknown if starting technique was according to IFU were two reverse stitches performed across the incision prior to closure? Unknown what tissue dehisced? Unknown, other than what surgeon stated in his email. Were there any patient stress factors that precipitated these events? Unknown onset date/time of dehiscence? (# post op days) unknown how was the dehiscence managed? Unknown please describe any surgical intervention required for the wound dehiscence including date and findings. Unknown did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown please describe the appearance of the suture during the second procedure. Unknown what symptoms did the patient experience following the index surgical procedure? Onset date? Unknown other relevant patient history/concomitant medications? Unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown, other than what he stated in his email. What is the patient's current status? Surgeon said that patients were doing okay. If applicable, will product be returned? If so, please provide the return date and tracking information. Not available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an open ex lap closure on an unknown date and barbed suture was used. The barbed suture failed in follow up. The barbs are so aggressive they cut through and opened up the incision in the middle of the suture line. The surgeon stated that he would have expected it to unweave from the starting end based on his inexperience with using that tab but it failed in the middle. The surgeon doubts that the super thick suture actually broke, so the only other possibility is that it cut through the suture holes. The surgeon opines that it looks like a saw blade. Additional information was requested.